Manufacturer narrative:
According to the facility on 11/30/2023 "the ligasure device was activated and did cut the tissue but did not coagulate like it's supposed to". Per the facility "it caused bleeding on the patient with an estimated blood loss of 200ml". Per the facility "a new ligasure was opened and used to finish procedure". Per the facility the patient "is doing ok". No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 11/30/2023 "the ligasure device was activated and did cut the tissue but did not coagulate like it's supposed to".